Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, the physician noticed an abrasion on the lead insulation. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.